Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was loud even after attempting to turn it down. When customer changed the battery, insulin pump received a no delivery alarm and requested for new battery to be inserted. Insulin pump would need to be replaced. Customer's blood glucose reading was unknown.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump volume settings functioned properly. The pump programmed with multiple bolus deliveries and no unexpected delivery stopped or insert new battery alert noted during testing. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.